Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp monopolar curved scissors (mcs) instrument instrument was analyzed and reported complaint was confirmed. The instrument was found to have a broken tube adapter. A broken piece measuring approximately 0.035" x 0.069" was missing and not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted prostatectomy (radical) with lymphadenectomy, the site couldn't attach the disposable scissor tip. They reported that the "tip where the attachment should be looks broken". The customer confirmed that their instrument was not used on the patient; there no report of patient injury. Intuitive surgical inc.(isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.